Event description:
While attempting to defibrillate a pt, the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The device was removed from service and tested at the facility's biomedical engineering dept and the reported malfunction was not duplicated.